Manufacturer narrative:
Continuation of d10: product ID evfxplus-23 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date product ID d-evolutfx-2329 (lot: 0012214198); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329 (lot: 0012193976); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0012253672); product type: 0195-heart valves; implant date ; explant date .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, a computed tomography analysis indicated that the annulus perimeter was borderline between a 23 millimeter (mm) and a 26 mm valve. The oversize measurements for a 23 mm valve provided 14% which was adequate, but the physicians decided to implant a 26 mm valve with 29% oversize. The valve was implanted and dislodged out of the annulus to the ascending aorta. Subsequently a 23 mm valve was implanted with excellent results..

Event description:
It was reported that during a transcatheter heart valve procedure, a computed tomography analysis indicated that the annulus perimeter was borderline between a 23 millimeter (mm) and a 26 mm valve. The oversize measurements for a 23 mm valve provided 14% which was adequate, but the physicians decided to implant a 26 mm valve with 29% oversize. The valve was implanted and dislodged out of the annulus to the ascending aorta. Subsequently a 23 mm valve was implanted with excellent results. Additional information was received indicating that a pre-implant balloon dilation was not performed at the outset of the procedure because the patient's calcium score was very low.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.